Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received lioresal for the treatment of spasticity from 2005. It was stated the patient experienced stiffness, loss of appetite, urinary retention and anxiety on an unknown date after starting the lioresal. Additional information reported there was worsening of dystonia on (B)(6) 2011. It was reported there were 2 prolonged hospitalizations on unknown dates. It was noted the patient was treated with valium with a stomach tube for anxiety which was considered co-suspect per the health care provider (hcp). It was stated there was a slight improvement noticed with the decrease of lioresal. It was noted the lioresal was ongoing at a reduced dose. It was noted the outcome was unchanged, and the events were possibly related to baclofen treatment.